Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the bed was working when he replaced the head and foot board about two weeks ago. The dealer stated the head section is raising crooked. The dealer stated the frame is broke and the patient does not know how it happened.